Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the synchron lx I 725 instrument. An initial accu tnl result was 3.38 ng/ml. The accu tnl result was reported out of the lab and questioned by the physician. On the next day, the pt original sample was re-tested for accu tnl. The repeated accu tnl result was 0.02nng/ml. A corrected report has been issued. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.